Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet bionic pancreas only, consistent with intermittent communication failure between devices; support guided the patient¿s caregiver to toggle sensor settings and reenter the pairing code, and no alerts or alarms occurred. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed a temporary bluetooth communication disruption, with sensor readings resuming once the connection was re-established. It was concluded, based on previously established findings for similar reports, that the cause was transient wireless communication interference.